Manufacturer narrative:
The returned samples were visually inspected and were found to be non-conforming with damaged and torn slits in the septum. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A photo and video sample were reviewed by the manufacturing site. The photo is of a label which confirmed the reported product and lot numbers. The video shows a leaking trocar with a steady stream, after manipulation of the trocar the leaking was minimal. The customers video confirmed the reported issue of leaking. The exact root cause for this complaint is unknown; the damaged condition of the valve could have contributed to the reported event. How and when the valve became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Three opened trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected and were found to be non-conforming with damaged and torn slits in the septum. A photo and video sample were reviewed by the manufacturing site. The photo is of a label which confirmed the reported product and lot numbers. The video shows a leaking trocar with a steady stream, after manipulation of the trocar the leaking was minimal. The customers video confirmed the reported issue of leaking. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. Investigations have been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the valved cannulas leaked during a combined cataract/vitrectomy procedure. At times the surgeon reduced the target intraocular pressure on the console to manage the deficit in the valve. The procedure was completed without patient harm.